Manufacturer narrative:
No UDI or PMA # available; the results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance, noise episodes, and high ventricular rate episodes were observed. No intervention was performed as the patient was asymptomatic and the patient will continue to be monitored.